Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2009. The following month, the patient dislocated a second time and has been transferred to a different surgeon.